Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of pacing and sensing due to dislodgment. The lead was repositioned successfully and the patient was stable post procedure.